Event description:
It was reported that the lead was not used due to inability to achieve appropriate placement. The lead was removed and replaced with a competitive lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) full lead analyzed. No anomalies found.